Manufacturer narrative:
Concomitant medical products: 6947m62, lead, implanted: (B)(6) 2013; dtma1qq, ICD, implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has programmed high left ventricular outputs and was experiencing phrenic nerve stimulation. The following programming changes will be made: the bi-ventricular pacing will be turned off and the managed ventricular pacing will be turned on. The left ventricular lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.